Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation of the steerable guiding catheter (sgc), the stopcock continued to unspin, and if were to reoccur in the anatomy can negatively impact the functionality of the device potentially contributing to serious injury. It was reported that during preparation of the steerable guiding catheter (sgc), the stopcock was connected to the sgc flush port, but it continued to unspin, and could not stay securely connected. The physician stated that the flush port may have been missing a thread, but this could not be confirmed. The decision was made to replace the sgc. The same stopcock was used with a new sgc and the procedure was continued successfully. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported loose intermittent connection was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the loose/intermittent connection in the steerable guiding catheter (sgc) stopcock flush port could not be determined. In this case, it is possible that variation in the non-abbott stopcocks used at the account; however, this cannot be definitively confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.